Event description:
Facility reports that, while transferring a pt from bed to wheelchair using a golvo 7007es, that the pt fell out of the sling, and with assistance was lowered to the floor. Patient was returned to the wheelchair at his request. Immediately, a group of physicians examined the pt and deemed no medical treatment was needed at the time. At midnight, the pt arrested, was taken for CT scan and bleeding in the head was found. Patient passed away shortly afterwards.

Manufacturer narrative:
On 11/12/2007, an on-site investigation was performed by authorized distributor. The golvo 7007es pt lift involved in the reported incident had earlier been examined by biomed at the facility and was released for use. The distributor found the lift to be in perfect working condition with no fault found. The same lift was then used for training purposes at the facility in the period 11/12/07 - 11/15/07 without incident. When used per manufacturers instructions, the alleged failure could not be recreated by the facility staff.